Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the post implant recheck, the ventricular lead exhibited poor sensing and high threshold. The lead was successfully repositioned.